Event description:
Upon receipt of the device, the centrifugal control module did not power up as expected. The display did not function, and the user observed that the screws were missing on the inplates of the system base. Since the event took place prior to the onset of cardiopulmonary bypass, there was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.